Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that two weeks post implant 'something' was not right with the implantable pulse generator's (ipg) battery longevity. It was also reported that upon repositioning of the right ventricular (rv) lead, the ipg battery longevity issue was resolved. The rv and ipg remain in use. No patient complications have been reported as a result of this event.